Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. Troubleshooting was performed. The alarm history revealed several different alarms. The programming, time, and date were correct. Ran a fixed prime test and high pressure test and the tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.